Event description:
A consumer reported that following intraocular lens (iol), she has a permanent patch of blurred vision. She reported that her optician confirmed on examination that the lens was faulty. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).